Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing and pacing impedance decrease to <200 ohms occurred. Center is evaluating how to proceed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2026. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2026 recorded the pacing impedance around 500 ohms with two decreases to <200 ohms on (B)(6). The analysis of the provided iegm episode no. 194 from (B)(6) 2026 showed artifacts on the rv channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.